Event description:
It was reported that during a post surgery inspection, was found that the inside plastic of the mi z handle acet reamer is shredding off. There was no patient involved when the issue was identified.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that plastic on the mi z handle acet reamer is shredding which could cause the reamer not to function properly. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2021-00041692-1